Event description:
It was reported that the right ventricular (rv) lead was intended for a revision, but the lead could not be replaced due to the patient's vessel occlusion. The patient was implanted with a new device and connected to the chronic rv lead. A lead integrity alert triggered shortly after implant and once again a few weeks later. Oversensing on the lead increased dramatically due to noise which resulted in multiple inappropriate shocks to the patient. Data from the device detected t-wave oversensing. It was suspected that the lead was not properly in the device header and there was a possible lead fracture. Interrogation of the device showed the battery basically depleted. The device detections were turned off. The device and lead remain implanted. The patient refused to have anything further done with the device or lead. No further patient complications have been reported as a result of this event. It was further reported that the device and the lead were explanted.

Event description:
It was reported that the right ventricular (rv) lead was intended for a revision, but the lead could not be replaced due to the patient's vessel occlusion. The patient was implanted with a new device and connected to the chronic rv lead. A lead integrity alert triggered shortly after implant and once again a few weeks later. Oversensing on the lead increased dramatically due to noise which resulted in multiple inappropriate shocks to the patient. Data from the device detected t-wave oversensing. It was suspected that the lead was not properly in the device header and there was a possible lead fracture. Interrogation of the device showed the battery basically depleted. The device detections were turned off. The lead remains in use. The patient refused to have anything further done with the device or lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that a lead integrity alert triggered: 2 - patient alerts for lead failure predictor on (B)(6)-2011 21:05:55 and (B)(6)-2011 01:58:13. There was oversensing, with 7 - ventricular nst (non-sustained tachycardia) <=217 ms on (B)(6)-2011 in the timeframe between 05:09:41 and 05:48:57, 21 - vf<=210 ms average v-cycle between (B)(6)-2011 20:40:54 and (B)(6)-2011 03:24:49, and 5 - lfp (lead failure predictor) high rate-ns <= 212 ms average v-cycle between (B)(6)-2011 15:39:13 and (B)(6)-2011 08:00:56. There was also interference/noise, with ventricular short interval count v-sic=11086.2 counts avg/day, in 1.94 days, between (B)(6)-2011 14:57:30 and (B)(6)-2011 11:26:24. The daily battery voltage trend data in save to disk file (B)(4) shows bat=3.208 to 3.214 volts between (B)(6)-2011 and (B)(6)-2011, was before device rrt<= 2.6251 volt. Data showd last battery measurement = 2.619v on (B)(6)-2011 11:24:55. (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.